Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2012 (B)(6).

Manufacturer narrative:
Product event summary:the full lead was returned and analysis found no anomalies. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. It was noted that the distal electrode was covered in blood.

Event description:
It was reported that post implant the lead dropped from a septal position. The physician elected to replace the lead due to multiple extension/retractions on the initial placement. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.